Event description:
It was reported that after release, "the stent did not open completely and remained adherent to the width". The stent was partially torn. The physician placed a second stent. There was no clinical consequence for the pt.

Manufacturer narrative:
The device has been returned for evaluation. The event investigation is currently underway. This event is being reported because, this device is the same or similar to one marketed in the united states. PMA#: p070014.